Event description:
Medtronic received information regarding a patient who had undergone a thrombectomy procedure on (B)(6) 2023 in which a react-71 aspiration catheter was used. No device malfunction was reported. The patient's baseline mtici was 0, nihss was 13, and mrs was 0. A mtici of 2c was achieved in the procedure. It was reported that post-operative magnetic resonance imaging (MRI) on (B)(6) 2023 showed a new infarction in the right frontal parietal temporal insula, paraventricular, basal ganglia with bleeding. The patient was treated with antihypertensives and became lethargic but no further treatment was reported. The increased risk of bleeding was noted as a known potential concern following thrombectomy surgery. On (B)(6) 2023, the patient's nihss remained at baseline 13 and computed tomography (CT) also showed cerebral infarction in the right basal segment radiative crown and frontal insula that was larger than previously observed; the booth effect was more severe and the patient was lethargic. Mannitol was used to dehydrate and reduce intracranial pressure. The patient improved, speech was cleared, and nihss was 11 on (B)(6) 2023. The patient was discharged to rehabilitation and was noted at time the information received to not be fully recovered/the event not fully resolved. The event was not considered life threatening, did not require additional surgical intervention, and did not result in prolonged hospitalization or patient disability. The site assessment concluded the events were probably related to the patient disease under study. The site and study sponsor assessment both concluded the events were possibly related to the procedure.

Manufacturer narrative:
A2. Only patient year of birth (1950) was reported by the site. Therefore, only the year of the reported birthday is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.